Event description:
Discordant falsely low creatinine (crea) results were obtained on six patient samples on a dimension vista 1500 instrument. The discordant results were reported to the physician(s), who questioned them. The samples were repeated on the same instrument after troubleshooting, resulting higher. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low crea results.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer stated to ccc that the reagent flex was unloaded and replaced with a new flex. Patient samples were then repeated, resulting as expected. Quality controls were within range at the time of the incident. The cause of the discordant crea results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.